Manufacturer narrative:
On previously submitted report, a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, service required codes were found in the ventilator's downloaded error log. The device's system board and display board needs to be replaced to address the issues. The ventilator was evaluated by the manufacturer's product investigation laboratory (pil) and the complaint was not duplicated. The device operated and alarmed as designed.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, service required codes were found in the ventilator's downloaded error log. The device's system board and display board needs to be replaced to address the issues.